Manufacturer narrative:
Integra has completed their internal investigation: as product is not returned, no failure analysis was performed. As no product ID and no manufacturing lot number was provided, no DHR, design specification or design change record will be performed. As DHR review and failure analysis could not be performed, root cause cannot be determined a review of the current ¿instruction for use nd 01031 (non-sterile) and nd 01831(sterile)¿ was performed. We can see in paragraph ¿precautions for use", that ¿bone non-union or delayed union¿, are mentioned as frequent adverse events that could lead into re-operation, revision or removal surgery, arthrodesis of the involved joint, and/or amputation of the limb. In conclusion: frequent adverse events are mentioned in IFU.

Event description:
The foot (2015) published "1st metatarsophalangeal joint fusion: a comparison of non-union and gender differences between locking and non-locking plating systems". The objectives of the study are to demonstrate whether there is any advantage to using locking as opposed to non-locking plates for 1st mtpj fusion. Additionally the study aims to determine whether there is any difference in non-union rates according to gender. One hundred and seventy two consecutive 1st mtpj fusions were performed for 153 patients. 40 patients (23%) were male and 132 (77%) female. Twenty patients received hallu-fix plates (3 males; 17 females), the other 152 received competitors plates. In the non-locking hallu-fix group (20). A single case (female)underwent non-union whilst the remaining 19 united successfully.